Event description:
Additional information: it was reported that patient had been in hospice care since (B)(6) 2019. Patient's course of care was notable dyspnea and alcohol abuse or withdrawal.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. Additional information was provided stating the death was not device related. The patient experienced progressive decline secondary to heart failure. It was reported the pump would not be returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient's health declined progressively due to heart failure and patient passed away. It was reported that death was not related to the pump. No further information was provided.